Event description:
Caller stated that the inform base unit had melted connector pins. Upon review by the manufacturer's investigation unit, the base unit was found to have charred connector pins and melting in the plastic housing around the pins. No adverse event reported. Suspect device was returned, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.